Event description:
The pt was injected in the lips. The pt allegedly developed swelling and an infection at the site of injection five weeks later. The pt was treated with medrol pack and cleocin. The pt allegedly developed abscesses, which were drained twice and was treated with cipro (500mg).

Manufacturer narrative:
Approximate dates (date of event and implant date) were given per the info provided by complainant. Per product labeling the product is indicated for use in mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The use of the device outside of labeling indications is considered as unapproved use. The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.